Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass surgery fusion oxygenator used, intense pink-colored foaming was observed at the gas outlet of the oxygenator, and leakage was observed at the gas outlet and the lower sections of the oxygenator. It was reported that perfusion was continued after the observation, and the parameters were shared with the surgical and anesthesia teams, including pump flow 4.6 l/min, gas flow 2.30 l/min, oxygen fraction 70%, blood pressure 70/53 mmhg, and arterial line pressure 150 mmhg. It was reported that blood gas and laboratory results recorded during the event included ph 7.19, pco2 45.9, po2 240, hematocrit 26%, potassium 3.09, glucose 249, lactate 6.37, base excess -10.4, and patient temperature 37.0°c. It was reported that the pump was left at 17:31. The use of the device was unspecified. It was unknown if there was any patient complications as a result of the event.